Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and there was foreign material found inside the sterile package. There was debris inside the sterile packaging of the pentaray catheter. This was noticed prior to opening the packaging and before use. The foreign material was described as a tiny grey thing, unsure of what it was. Another catheter was opened and used for the procedure. No adverse patient consequence was reported.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30559775l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Previously, it was reported that no device has been received for analysis. However, on 02-apr-2022, the device was received for analysis. The device evaluation was completed on 04-apr-2022. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and there was foreign material found inside the sterile package. There was debris inside the sterile packaging of the pentaray catheter. This was noticed prior to opening the packaging and before use. The foreign material was described as a tiny grey thing, unsure of what it was. Another catheter was opened and used for the procedure. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Further analysis was not possible due to the original packaging was not available for this investigation. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device (B)(4), and no internal action was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H 6. Investigation conclusion of ¿appropriate term/code not available (d17)¿ represents unable to analyze due to product returned condition if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).